Event description:
On (B)(6) 2011, the lay-user/patient contacted animas and alleged that her blood glucose (bg) level became elevated after a set change in the morning. By lunchtime that day, the patient claimed that her bg level was "hi". The patient gave a correction via the pump at noon and an hour later, her bg was reportedly "572 mg/dl." The patient contacted her doctor and was instructed to take 2 units via syringe. Her bg level reportedly dropped to "525 mg/dl." However, by 2:45 pm, her bg level was "558 mg/dl." The patient contacted her doctor again and was advised to take another 4 units via syringe. No leaks were observed from the cartridge or tubing. Also, no blood or air was noted in the tubing. No leaking was found from the skin site. The patient declined to troubleshoot the pump while speaking to the animas representative involved in this contact. The patient contacted animas reportedly to make sure she should perform a set change. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed an elevated bg level suggestive of serious injury. However, at this time is unknown if the pump contributed to the patient's injury.

Manufacturer narrative:
Follow-up #1: date of submission 09/24/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the black box indicated data beginning on (B)(4) 2014. The data from the time of the alleged incident was unavailable for review due to continued pump use. A review of the available total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. Unrelated to the original complaint, investigation revealed that the display was discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.